Event description:
The valve was explanted due to the presence of a blockage within the device. The valve was returned with another valve, also catalog# 82-3162, codman mfg medwatch report# 1226348-2005-00014. However, it is believed that the explantation of this valve was the result of a separate event. No other event related to pt related info was provided.